Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the criteria for the rv lead integrity alert (lia) were met, and oversensing due to non-physiologic signals/short interval counts (sic). Analyst commented, 13 non-sustained tachycardia episodes with v-v intervals less than 220 milliseconds from (B)(4) 2016 231 ventricular sic recorded from (B)(4) 2016. Lead failure predictor triggered on (B)(4) 2016 for ventricular sic and non-sustained tachycardia episodes.

Event description:
It was reported that the patient presented to the hospital due to a care alert. The interrogation revealed right ventricular (rv) lead noise many artifacts observed recorded as non sustained ventricular tachycardia (vt) episodes and high and unstable threshold. It was also reported that the rv lead showed high and unstable impedance. The rv was programmed off and planned for explant and replacement. The implantable cardioverter defibrillator (ICD) seemed to inhibit the regular pace, short asystole were monitored by doctor and patient experienced arrhythmia. The ICD was also explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.